Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed failed battery test. Customer's blood glucose was 155 mg/dl. Customer was advised to clear the alarm. Battery compartment, battery springs, nor springs were not missing, damaged, or corroded. Customer was advised to clean the battery contacts, inserted a new battery, and device alarmed again. Customer was advised to revert to back up plan. No further info reported.